Event description:
During surgery to treat a distal femur fracture, an orthofix bone screw broke while being inserted into the bone. A portion of bone screw was left inside the pt's bone and will probably be removed by the surgeon at later date.